Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that after more than 10 minutes, the ventilator suddenly showed no waveform. The circuit and connections were immediately checked, with no abnormalities found. Upon inspecting the bellows, it was discovered that it was not functioning. No health consequences have reportedly occurred.

Manufacturer narrative:
"It was reported that the anesthesia machine suddenly had no waveform in use, the lines and wiring were immediately checked and there was no abnormality, the airbox was checked and found to be inoperative, no patient injurey. According to the hospital report, immediately after the incident, the nurses removed the anesthesia machine, manually assisted the patient's breathing with a simple respirator, and urgently mobilized an intact anesthesia machine for the patient. Incident cause analysis description: the motor failure. Initial disposition: notify the engineer and replace the motor. After investigation, the user did not contact dräger to participate in the maintenance of the incident, the product involved was manufactured in 2016, and its use and maintenance status is unknown. Our repeated attempts to contact the hospital failed to obtain additional information to determine the root cause of the incident."

Event description:
It was reported that after more than 10 minutes, the ventilator suddenly showed no waveform. The circuit and connections were immediately checked, with no abnormalities found. Upon inspecting the bellows, it was discovered that it was not functioning. No health consequences have reportedly occurred.